Manufacturer narrative:
(B)(4) quality assurance review of complaint tracking system for a similar issue with a hut system from this hospital shows the only urology table service call to this hospital in (B)(6) 2010 was for a hut system sn (B)(4) for intermittent fluoro (B)(4). The field service engineer was dispatched to the unit where he determined the biomed had incorrectly reset generator defaults after replacing a generator console. Unit passed checkout procedures and was returned to full service by the customer.

Event description:
A user submitted medwatch form was found during a review performed on (B)(6) 2011 of the maude database. A search revealed this incident had not been documented in covidien's complaint tracking system. Covidien was able to obtain a copy of the user submitted 3500a. Info on form: during the procedure (cystoscopy, right retrograde, stent insertion), the radiographic function of the cysto table stopped working. Radiology was notified but could not fit the problem. What was the original intended procedure? Cystoscopy, right retrograde, stent insertion. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.